Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, exhibited high out of range pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received indicating the rv lead has an intermittent fracture. An appointment with a lead extraction specialist was scheduled. No further information was available. Should additional information become available this report will be updated.